Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a couple weeks ago the patient went to their healthcare provider and they had wanted patient to change from group b to group a but weren't able to do so. Patient was calling for assistance changing from group b to a. Patient connected with the implant and the therapy was off, patient said they didn't want therapy off and they didn't know it was off and that today was the first time they noticed that therapy was off. The circumstances that led to the reported issue were asked but unknown. They walked patient through turning therapy back on and changing from group b to a successfully. Pss reviewed for patient to follow up with hcp regarding any future changes to therapy. The troubleshooting steps that were taken on the call resolved the issue.